Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing bulged in the silicone segment of the primary set while loading the pumps for use. Upon evaluation from the bd clinical practice consultants, it was determined that the ballooning was isolated to one nurse who required additional re-training on pump loading, and tip sheets were provided to the staff on IV push technique, and how to load the pumps. Upon follow up assessment, the clinical staff reported that they have not had any further incidences of bulging. Although requested, there was no report of patient involvement.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested patient demographics were not provided.

Event description:
It was reported that tubing bulged. Sets show some bubbling like a water balloon in the IV segment.